Event description:
On 11/04/2022, rti surgical, inc. And tutogen medical gmbh (tmi), a wholly subsidiary of rti surgical, received a complaint from a dentist in france. On (B)(6) 2022, the patient underwent a dental operation with placement of a puros® allograft customized block and a copios pericardium membrane at tooth sites # 46 & #47. Two osteosynthesis screws (1.6mm and 10mm) were utilized for fixation. On (B)(6) 2022, the patient returned for follow-up and was noted to have purulent discharge, pain, edema and an abscess at the tooth sites. Antimicrobial therapy was initiated. On (B)(6) 2022, the patient returned for follow-up and the tooth sites were noted to be fully infected and the customized block was partially resorbed. The grafts were explanted and a curettage of the granulation tissue was performed. To date, no additional information has been provided to rti for review.

Manufacturer narrative:
A comprehensive records re-review is being conducted. Once the results are available, a follow-up report will be submitted.

Manufacturer narrative:
Rti germany conducted a batch documentation review for copios pericardium membranes manufactured from lot nza20070115. Two departures from standard operating procedures were noted during the records re-review for lot nza20070115 (missing retention sample - product not affected and missing ozonation hpw-system - no negative impact on product and/or quality). Manufacturing records review indicated that serial ID (B)(6) was manufactured to specification and met all acceptance / inspection criteria prior to distribution. To date, rti germany has manufactured and distributed 74 copios pericardium membrane grafts from the lot without related complaints. Although implant therapy is highly successful and predictable, it is not without possible early and/or late complications. The patient developed an infection 30 days post-operatively. Batch documentation analysis confirmed that the copios pericardium membrane met specifications prior to distribution. Per rti germany, the adverse event is associated with a source or event extrinsic to the block and xenograft implant.